Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the ballooning of the tubing which was previously thought to have occurred during priming, occurred during a patient¿s gravity infusion. The clinician stated a pressure bag was used on the infusion bag to increase the flow rate, and the set had not been loaded into the pump. No patient harm was reported.